Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). A lead issue was reported. It was noted that electrode 10 had impedance values greater than 40,000 ohms. The patient was getting out of range (oor). He could not increase his intensity because his programming was using electrode 10. The rep shifted his programming up by one contact. Afterwards, he was able to increase/decrease his intensity without issue. No longer using electrode 10. The issue remains ongoing at this time. No symptoms were reported.